Manufacturer narrative:
The device was not available for evaluation. Our investigation of the provided x-ray images indicated that the screw head of the preassembled screw had come off of the screw shank of the left l4 screw. The original surgery completed in (B)(6) 2021 was a fusion from l3 to s1. The screw head was seen disassembled from the screw shank prior to the revision surgery, after a reported workplace incident. The revision surgery planned to remove locking caps and extend the construct to l3, however this plan was abandoned after the surgeon was unable to remove the locking caps from the screw heads and resorted to cutting the rod and helicoptering the screws out. The screws were replaced with another company and the case was completed. It is possible that there was excessive in-situ forces placed on the top of the construct during the reported workplace incident that may have attributed to head pull-off of the screw. However, because these forces and surgical conditions cannot be replicated the exact cause of pull-off cannot be determined. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo threaded screws that were found broken post operatively.